Event description:
Customer reported unexpected negative reactions with cell 16, heterozygous fyb cell, of panocell-16, lot 35160 when performing qc with 2 different sources of anti-fyb antisera. Other heterozygous fyb cells tested with both anti-fyb were 2+.

Manufacturer narrative:
Reactivity of the fyb antigen on cell #16 was confirmed on retention panocell-16, lot 35160. Testing was performed with customer's returned (opened) cell #16 from panocell-16, lot 35160. The cells were non-reactive when tested with anti-fyb. The package insert states, as required by 21 cfr 660.35 (I): "the reactivity of reagent red blood cells may dimish over the dating period. The rate at which antigen reactivity (i.e. Agglutinability) is lost is partially dependent upon the individual donor characteristics that are neither controlled nor predicted by the manufacturer."